Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Attachment: user facility (voluntary/mandatory) medwatch report number (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
The procedure was to treat a lesion in the left anterior descending artery. As the surgeon was advancing the 2.5 x 20 mm nc trek over a wire, the shaft broke prior to entering the sheath in the patient. The balloon and wire were removed, and a new nc trek was obtained and utilized without issue. It is unknown if the subsequent instrument was of the same or different lot. There were no adverse patient effects reported. No additional information was provided.